Event description:
It was reported that the patients spinal cord stimulator (scs) device was giving the patient significant discomfort and was not providing pain relief. The patient underwent an scs system explant procedure and was doing well post-operatively. The explanted device components were not returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4). Product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; batch: 26931209.